Event description:
It was reported through the (B)(4) clinical study that during the implant procedure, the physician was unable to secure the lead in the right ventricular endocardium despite four attempts. The lead was explanted and replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.